Event description:
The event is reported as: complaint alleges: the customer reported five out of six staplers in a box will not staple correctly, the staples get jammed in the stale gun. One of them fell completely apart, the cartridge fell right out. They were attempting to use them on several cases that day, but to no avail, they wound up suturing instead. No animal was harmed, while attempting to use. This occurred during 2 surgeries. No pt injury reported.

Manufacturer narrative:
Sample returned to manufacturer, but investigation is incomplete at time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided.